Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Functional analysis was performed, and the balloon was inflated; however, the balloon would not hold pressure due to a pinhole located at the centre of the distal markerband. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the manner in which the device was handled, the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon, and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the balloon had a hole when tried to be inflated. The procedure was completed with another uromax ultra dilatation balloon catheter device. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.